Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, is was learned that a patient with a 25mm 3000tfx aortic valve, was explanted after an implant duration of 10 years, 10 months due to unknown reasons. The explanted valve was replaced with 23mm 3300tfx aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through the implant patient registry, it was learned that a patient with a 25mm 3000tfx aortic valve, was explanted after an implant duration of 10 years, 10 months due to degeneration, moderate aortic stenosis and mild-moderate perivalvular insufficiency. The explanted valve was replaced with 23mm 3300tfx aortic valve. According to the physician, there was no allegation that the surgical valve prematurely failed. Per the medical records, the patient presented with shortness of breath. The patient underwent a redo avr. The valve was removed and replaced with a 23mm 3300tfx aortic valve. Tee demonstrated normal function of the valve and no evidence of significant perivalvular leak. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On pod #4, the patient was discharged home in stable condition. According to the physician, there was no allegation that the surgical valve prematurely failed.